Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-ID, lot id167.

Manufacturer narrative:
In-house testing was performed using the submitted patient sample. The investigation did not identify a product deficiency. The patients sample was tested manually with lot id167 and all cells were negative. Testing performed on the galileo neo displayed unspecific reactivity on coated capture-r plates, suggesting that a weak antibody may be present. The unexpected negative reactivity appears to be related to the nature of the sample having an antibody at or below the level of detection for the manual capture-r method.